Manufacturer narrative:
Concomitant medical products: product ID, lot number, and serial number: unk, product type: lead. (B)(4).

Event description:
It was reported the patient was going to the hospital to get their stimulator repaired. It was noted nothing had moved. It was reported the system lacked impedances, which meant the electrodes were not speaking to each other. It was noted the issue may be related to a fall the patient took four months prior. It was further noted the patient hit their left knee and right hand when they fell. It was reported the stimulator did ¿a lot of good¿ before it stopped working properly. It was noted the patient had scar tissue from spinal fusion and tumor excision.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient¿s surgery went well. It was noted the replaced the patient¿s lead but did not have to replace the ¿battery pack¿. It was noted their health care provider (hcp) could not tell where the problem was but it was thoroughly tested. It was reported the patient has had minimal bruising. It was noted that the patient¿s back hurt and they were given medication which helped. It was noted that the patient at one point was ¿in tears with pain¿. It was noted that the patient had not yet turned on their stimulator and will not until some of the pain and swelling goes down. It was noted two weeks after surgery the patient was still ¿very tired¿.